Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection, after firing, the surgeon noted that only half of the anastomosis was closed. The posterior part of the anastomosis was not stapled closed. Sutures were used to close. Surgery was prolonged 60 mins.